Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported alarms were evidenced in the event history log (ehl). The alarms were not replicated during an infusion/occlusion test. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced primary audible and acu watchdog alarms. No patient injury or complications were reported in relation to this event.